Manufacturer narrative:
Based on the information available for assessment, a relationship between the twist automated insulin delivery (aid) system and the reported event could not be confirmed. The investigation is ongoing, and a follow-up report will be submitted upon completion of the investigation. The current version of the twist aid system user guide provides information about system alarms and the recommended actions associated with them, as well as how to prevent hyperglycemia. This guide also instructs users to always have a backup insulin therapy plan ready. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 19-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported being in the intensive care unit (ICU) with diabetic ketoacidosis (dka) attributed to a malfunction of the twiist pump (serial number: (B)(6). The user remains ongoing on the same device.